Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 700 mg/dl. Cause was not known. On (B)(6) 2025, the customer went to the emergency room (ER) and was admitted to the intensive care unit (ICU) for the elevated bg. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged from the ICU the next day with the issue resolved and no permanent damage.